Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 147, 176 and 161 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored on the kitchen table. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is month of (B)(6) 2017. Customer stated he takes his blood test fasting. Customer stated he does not take any medication for his diabetes and has had no changes in his diet and exercise. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns:the customer is concerned with the results of 147,176,161, and 189mg/dl.